Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all medstations need to be automatically rebooted on a daily basis to avoid mlm printer issues. The customer reported that this malfunction cause delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medstations had required automatic daily reboots to prevent medication logistics management (mlm) printer issues. A technical support specialist (tss) had logged into the station, confirmed that power management was enabled, and resolved the issue by rebooting the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all medstations need to be automatically rebooted on a daily basis to avoid mlm printer issues. The customer reported that this malfunction cause delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.